Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the secondary conduct line air leak was electro-pneumatic proportional valve failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the high flow in sufflation unit exhibited a secondary conduct line air leak and electro-pneumatic proportional valve failure. There was no patient involvement.